Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 22.2 mmol/l and reported pump cracked. The blood glucose value at the time of incident was 16.2 mmol/l and the current blood glucose value was 13.2 mmol/l. Troubleshooting was performed. Customer reported symptoms related to hyperglycemia event and hyperglycemia was treated by hospitalization. The pump was used within the 48 hours of the reported event and the smart guard/auto mode was active at the time of event. Customer confirmed retainer ring was not damaged and infusion set, reservoir does not showed any signs of damage. No harm requiring medical intervention was reported. Customer discontinued the use of device and the pump will be returned for failure analysis.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report. Medical device problem code has been updated and provided with this report in section h6. Concomitant products have been provided with this report in section d10. Health effect impact code has been updated and provided with this report in section h6. Health effect clinical code has been updated and provided with this report in section h6. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2022 due to high blood glucose. Customer was treated with intravenous insulin infusion. Customer stated symptoms related to high blood glucose that were vomiting and feeling sick. Customer did not test for ketones. Customer alleged under delivery. The displacement test was performed and the insulin pump was working fine. The high pressure test was performed and passed.